Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, using left femoral access, decreased blood pressure was noted as the valve was advanced to the aortic root. An aortogram showed contrast leakage in the right common iliac artery due to a perforation. The physician stated the perforation was caused by the delivery catheter system (dcs). Subsequently, the valve was not implanted and was withdrawn from the patient. A balloon was used and a stent was implanted to repair the perforation. An aortogram following the stent implant showed no further contrast leakage but it was reported that the blood pressure had not recovered. Cardiopulmonary resuscitation (CPR) was performed and extracorporeal membrane oxygenation (ECMO) was initiated. It was reported that the patient expired twelve days later. An autopsy was not performed. The physician reported the cause of death was heart failure related to the perforation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.